Event description:
During a procedure, the surgeon reported that the insulation of the monopolar tip peeled back. The insulation did not break and no fragments fell on the patient. A new device was obtained to finish the procedure. Nothing unusual was done to the instrument during the procedure and the surgeon was not doing anything unusual during the case. The surgeon has been using this instrument for years. This would be the second time this incident occurred. The last was one month ago with the same instrument: the insulation broke and a piece fell on the patient which was successfully retrieved by the surgeon.